Event description:
Pt reported being overfilled while on ccpd treatment on (B)(6) 2013. Treatment data obtained from the cycler: drain 0: 5,700mls out of 2,000mls expected. Per pt's pd nurse, the pt is fine, had no adverse effects and no medical intervention was required. The reported large drain exceeds the 180% drain criteria for a reportable device malfunction.

Manufacturer narrative:
A review was performed of the info provided. A large intra-peritoneal volume drained occurred with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal dialysis cycler is currently undergoing eval and a supplemental report will be submitted upon completion.